Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application froze during report generation was confirmed. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after interrogation of an implantable device, episodes of atrial fibrillation with long duration were observed and electrograms (egm) were saved from each episode. The mobile programmer application progress bar froze halfway during report gen eration and remained stuck on the formatting reports screen, although the background continued to update with egm. All necessary tests were run, and troubleshooting steps included closing the mobile programmer application, rebooting the host tablet, and attempting the workflow again, which resulted in the same issue. It was advised to select only the needed reports rather than all available reports with a view to resolving the issue. Ultimately, a final report was generated. No patient complications have been reported as a result of this event.